Manufacturer narrative:
The device was received in the not deployed position. The downloaded data shows the device completed 33 first prime pulses and was deactivated at 43 pulses. No timeouts or drive stalls were produced, but a rotational sensor malfunction occurred. The device was paired with a master pdm and a 5 unit bolus was delivered. The needle mechanism successfully deployed during the rerun. The rerun reproduced the rotational sensor malfunction, and produced an 0x5c alarm. The drive mechanism was inspected, and contamination was observed on the commutator cap. The contamination can be confirmed as the cause of the rotational sensor malfunction, which caused the device to not deploy by the end of second prime.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.